Manufacturer narrative:
This report is submitted on september 28, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to skin healing issue. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous MDR submitted on (B)(6) 2022 was filed inadvertently. No extrusion of receiver/stimulator has occurred. Per the clinic, the patient was treated with topical antibiotics (date and duration not reported). This report is submitted on november 09, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and an extrusion of the r/s. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on october 18, 2022.